Event description:
A report was received stating the pilot balloon valve would not deflate. The tube was removed and the patient was re-intubated with a similar device. There were no patient injuries reported.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. A device history review for the reported lot number was reviewed. No non conformity reports related to the reported failure mode were found.

Manufacturer narrative:
Covidien reference: (B)(4).